Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however the electrical measurement changes are consistent with the dislocation of the lead.

Event description:
During follow up, decreased sensing and no capture were noted on the atrial lead. Imaging confirmed dislodgement of the lead. The lead was repositioned successfully with no complication to the patient.